Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was stated that pump triggered repeated downstream occlusion alarm. The high-priority alarm occurred before patient use. However, if the issue reoccurs during infusion, it will interrupt therapy and potentially affect the patient.